Event description:
In 2003 the right pulmonary upper lobe was removed due to a tumor. As usual, the pulmonary vessels and the bronchus were sealed with a clip row. Reportedly, when clamping the vessels with the instrument the lever did not open at 90 degrees but at 20 degrees. After several movements back and forth the lever opened at 90 degrees and released the tissue. The same defect occurred by the clamping with the green cartridge and the same instrument to remove the bronchus. A foreign body in the thorax was noted as post operative radiogram was done. The foreign body was identified as the pin of the cartridge. The pin fell out of the cartridge during clamping and stayed unnoticeably in the thorax. 4 days later a thoracotomy had to be repeated by the pt to remove this foreign body. After a long period in the intensive care unit the pt had to be intubated 5 days later. To address the pt's insufficient respiration an add'l thoracoscopy has to be done. The pt is in a life-threatening condition.